Manufacturer narrative:
Batch review performed on 15 may 2018. Lot 153317: 25 items manufactured and released on 20 october 2015. Expiration date: 2020-10-04. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection was possibly caused by a tooth abscess. The surgeon performed a washout and swapped the poly. The surgery was completed successfully.